Manufacturer narrative:
Concomitant medical products) terumo glidecath, abbott supercore wire and abbot command wire, terumo navicross, spectranetics quick-cross, merit en snare, 6fr. Merit short sheath, merit 5fr. Micro-puncture. (B)(4). The event is currently under investigation.

Event description:
A left lower extremity sfa cto intervention procedure was performed on a male diabetic patient resulting in the following reported results: right groin access was obtained with another manufacturer's 5fr. Micro-puncture device. A 0.035 glidewire from another manufacturer was advance through the 5fr. Micro-puncture device and into the aorta. The micro-puncture was replaced with another manufacturer's 6fr. Short sheath. A vena cava filter (vcf) catheter was advanced over the glidewire, no aorta gram was taken. Another manufacturer's glidecath was used to advance the glidewire down the left iliac and the glidecath was advanced over the glidewire. Another manufacture's glidewire was removed and power injecting was performed for imaging. Imaging showed newly discovered significant right iliac calcification and the subintimal glide-wire. Imaging also identified a left iliac stent and a lot of left iliac calcium chunks, it was unknown that a stent was in place until this imaging was performed. Another manufacturer's supercore wire was placed and the glidewire, glidecath, and 6fr. Short sheath were removed. The kcfw introducer (was inserted over the other manufacturer's supercore wire. Due to the subintimal plain, the kcfw had difficulty advancing past right iliac calcium. The device eventually crossed and started down the left iliac with continued resistance and advanced into the left iliac, where the left iliac calcium had previously been identified. The kcfw could not be advanced past the mid external iliac. The dilator of the complained device was removed and a second injection was performed to check for location. Another manufacturer's navicross and spectranetics quick-cross were used to try to advance the kcfw. The user attempted to remove the kcfw device with significant force, and the tip of the kcfw became completely disconnected and separated from the main shaft. The main portion of the fragmented device was removed without difficulty; however, an approximately 3 inch detached portion remained lodged in the calcium of the left iliac, still over the supercore wire. The 6fr. Short sheath was reinserted in the right groin and a second glidewire from another manufacturer was advanced in the right groin, into the aorta. The user then attempted to snare the tip of the detached kcfw using another manufacturer's en snare. The snare was advanced past the bifurcation with significate difficulty and could not be advanced far enough to reach the detached portion of the kcfw. During removal of the en snare the snare&#38112;catheter became caught on the calcium and detached, this detached portion remained over the supercore wire and remained stationary. Another physician was called in for consult to discuss retrieval options. The left groin access was determined to be the retrieval option, and was gained by using a another manufacturer's 5fr. Micro-puncture device. The micropuncture device was removed and the vessel was dilated up to accommodate an 11fr. Short sheath. A command wire was advanced through the 11fr. Short sheath, through the detached portion of the flexor ansel guiding sheath and up the iliac through the detached radiopaque tip of the en snare catheter. An advance micro 14 ultra low profile balloon catheter was advanced over the wire, through both of the foreign body devices and inflated with the idea that the devices could be pulled down the wire and through the 11fr. Short sheath. The balloon catheter popped and had to be removed. A balloon catheter was then advanced just past the introducer portion and inflated; it was determined to be too small to pull sheath through 11fr. Sheath. A 4x2 balloon from another manufacturer was then advanced past both foreign bodies, and successfully pulled both devices through the 11fr. Sheath. The patient undergoes regular dialysis; however, due to the amount of contrast the patient was exposed to, the doctor recommended the patient go to dialysis immediately following the procedure. Patient was also exposed to additional radiation due the prolonged procedure time.

Manufacturer narrative:
Concomitant medical products) terumo glidecath. Abbott supercore wire and abbot command wire. Terumo navicross. Spectranetics quick-cross. Merit en snare, 6fr. Merit short sheath, merit 5fr. Micro-puncture. (B)(4). Investigation - evaluation during the course of investigation, a review of the complaint history, device history record, drawing, instruction for use (IFU), quality control (qc), trends, and a visual inspection of the returned device was conducted. Per the provided IFU, it is stated: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. If using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement." One used/damaged kcfw sheath was returned for investigation with the sheath completely separated into 2 segments. The separated distal segment was measured to be 8 cm. The tubing was frayed at the separation site for both the distal and proximal segments. Also, exposed coiling and an accordion type wrinkle were observed at the separation site of the distal segment. It had been mentioned that "the user attempted to remove the device (kcfw) with significant force, and the tip of the kcfw became disconnected from the main shaft." And "the approximately 3 inch detached portion remained lodged in the calcium of the left iliac." It is feasible to suggest that the patient's calcification caused significant resistance during removal of the sheath, which then led to excessive force being applied to the device, thus causing the reported failure mode. Per quality engineering risk assessment (qera); no further risk reduction is required. We will continue to monitor for similar complaints.

Event description:
A left lower extremity sfa cto intervention procedure was performed on a male diabetic patient resulting in the following reported results: right groin access was obtained with another manufacturer's 5fr. Micro-puncture device. A 0.035 glidewire from another manufacturer was advance through the 5fr. Micro-puncture device and into the aorta. The micro-puncture was replaced with another manufacturer's 6fr. Short sheath. A vena cava filter (vcf) catheter was advanced over the glidewire, no aorta gram was taken. Another manufacturer's glidecath was used to advance the glidewire down the left iliac and the glidecath was advanced over the glidewire. Another manufacture's glidewire was removed and power injecting was performed for imaging. Imaging showed newly discovered significant right iliac calcification and the subintimal glide-wire. Imaging also identified a left iliac stent and a lot of left iliac calcium chunks, it was unknown that a stent was in place until this imaging was performed. Another manufacturer's supercore wire was placed and the glidewire, glidecath, and 6fr. Short sheath were removed. The kcfw introducer (was inserted over the other manufacturer's supercore wire. Due to the subintimal plain, the kcfw had difficulty advancing past right iliac calcium. The device eventually crossed and started down the left iliac with continued resistance and advanced into the left iliac, where the left iliac calcium had previously been identified. The kcfw could not be advanced past the mid external iliac. The dilator of the complained device was removed and a second injection was performed to check for location. Another manufacturer's navicross and spectranetics quick-cross were used to try to advance the kcfw. The user attempted to remove the kcfw device with significant force, and the tip of the kcfw became completely disconnected and separated from the main shaft. The main portion of the fragmented device was removed without difficulty; however, an approximately 3 inch detached portion remained lodged in the calcium of the left iliac, still over the supercore wire. The 6fr. Short sheath was reinserted in the right groin and a second glidewire from another manufacturer was advanced in the right groin, into the aorta. The user then attempted to snare the tip of the detached kcfw using another manufacturer's en snare. The snare was advanced past the bifurcation with significate difficulty and could not be advanced far enough to reach the detached portion of the kcfw. During removal of the en snare the snare&#38112;catheter became caught on the calcium and detached, this detached portion remained over the supercore wire and remained stationary. Another physician was called in for consult to discuss retrieval options. The left groin access was determined to be the retrieval option, and was gained by using a another manufacturer's 5fr. Micro-puncture device. The micropuncture device was removed and the vessel was dilated up to accommodate an 11fr. Short sheath. A command wire was advanced through the 11fr. Short sheath, through the detached portion of the flexor ansel guiding sheath and up the iliac through the detached radiopaque tip of the en snare catheter. An advance micro 14 ultra low profile balloon catheter was advanced over the wire, through both of the foreign body devices and inflated with the idea that the devices could be pulled down the wire and through the 11fr. Short sheath. The balloon catheter popped and had to be removed. A balloon catheter was then advanced just past the introducer portion and inflated; it was determined to be too small to pull sheath through 11fr. Sheath. A 4x2 balloon from another manufacturer was then advanced past both foreign bodies, and successfully pulled both devices through the 11fr. Sheath. The patient undergoes regular dialysis; however, due to the amount of contrast the patient was exposed to, the doctor recommended the patient go to dialysis immediately following the procedure. Patient was also exposed to additional radiation due the prolonged procedure time.